Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Death is a potential event that may be associated with use of the product. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Furthermore, these benefits apply to patients being bridged to heart transplant, patients receiving permanent support (destination therapy), and those being supported with the expectation for myocardial recovery. Multi-organ failure is a known potential clinical adverse event associated with vads as outlined in the IFU. Investigations of complaints with similar circumstances were reviewed; events of these types are multifactorial and may be associated with poor post-operative (implant) outcomes. In many cases patients exhibit symptoms of severe multi organ failure prior to death; it may be unclear which one of the failing organs was the principal cause of death or if death was the result of the interaction of the failure of several organs. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator during routine patient updates that 14 days after implant and placement of the "c-mag", the "c-mag" was removed on (B)(6) 2016. Family decided on (B)(6) 2016 they wanted to withdraw care and the patient expired on (B)(6) 2016. The patient was on dialysis and was vented. Last pertinent diagnostic was performed on (B)(6) 2016, which was an echo showing an ejection fraction (ef) of 10-15%, aortic valve (av) closed, and no tricuspid regurgitation (tr) or mitral regurgitation (mr). The left ventricle (lv) was 4.4 cm and the right ventricle (rv) was 2.4 cm. The international normalized ratio (inr) on (B)(6) 2016 was 2.3. The clinical team relates the cause of death to multi-system organ failure (msof), and is not relating death to a pump issue. The family declined autopsy, therefore, the pump remains implanted and will not be returned. The site is disposing of peripherals.

Manufacturer narrative:
Additional information received on 01/25/2017 states that the patient was initially hospitalized on (B)(6) 2016 for congestive heart failure exacerbation. The patient was reported to have mild-moderate right ventricle (rv) dysfunction prior to the case. Due to the rv dysfunction, the clinical team provided the centromag as support to the rv when coming off bypass during the implantation. The patient's condition had been declining "for a while" when the family decided to withdraw care. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.